Event description:
It was reported that the "pump buttons" were sticking and delayed in responding to touch, although customer did not provide if they were referring to the wake button or touchscreen buttons. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.